Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient stated they turned off the patient programmer and turn it back on. The cause of the shocking was unknown. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported her patient programmer went off on (B)(6) and the patient noted it was painful. Additional information from the patient on (B)(6) reported that her ¿stim¿ went off on (B)(6). The patient asked if the patient programmer needed to be next to her body and patient reviewed it did not. The patient stated she had the antenna and the patient programmer next to her body and the patient programmer went off. Patient services confirmed that by stimulation went off the patient meant her patient programmer went off on (B)(6). The patient stated her anus hurt and she felt a shock. The patient decreased stimulation during the call. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.